Event description:
The extension piece of a 4" smallbore ext set w/clamp, rotating luer reportedly leaked a profound amount of unspecified IV fluids. This issue was noted upon assessment after the nurse was called to the patient bedside to assess the leaking PICC line. New fluids were ordered, and the entire line replaced and changed in a sterile manner per the nnicu protocol. The lot number is unknown, as this device has been in place since the PICC was placed on (B)(6) 2025. No more leakage was noted since changing out the line and line and it was flushed without difficulty with the new fluids hung. There was no patient harm noted.

Manufacturer narrative:
The device is available for return; however, it has not yet been received.

Manufacturer narrative:
Additional information: investigation summary received one (1) used b1514 smallbore ext set connected to one (1) non-ICU medical trifuse set. No defects or anomalies noted. The sets were leak tested per product specifications. There was leakage from the tubing at the male luer bond pocket. Examination of the leak area showed a tear in the tubing. The reported complaint of leakage can be confirmed due to the tear. The probable cause of the tear is due to an unintentional pulling force during use. A device history review could not be conducted because no lot number(s) was/were identified. Correction: h6 - imdrf g code - investigation clarified the component code.